Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 3 months after two dental implants were installed in intraoral regions #21 and #28 it was verified their non-osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.